Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Toothbrush head fallen apart with screws dropping in mouth [device breakage]. No adverse event [no adverse event]. Case description: (B)(6) female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushheads, version unknown had fallen apart with the screws dropping in her mouth. No symptoms developed. On 15-jan-2016 received follow-up: the consumer had used oral-b flexisoft brushheads. No symptoms developed.